Event description:
It was reported that during an open lobectomy procedure, device was used to staple the thoracic artery. The device was closed on the vessel and fired with the originally preloaded reload. Before opening the device, the surgeon used the anvil as a ruler to cut the vessel manually with scalpel. When the device was opened, it became apparent that the staples were nowhere in sight and the device had not fired. A lot of bleeding occurred as a result. Surgeon had to place a clamp on the vessel to stop the bleeding, clean the surgical field and place a suture on the vessel. As a result of the difficulties encountered with this device, the procedure was prolonged 20 minutes. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: did the surgeon check that the pin was correctly seated in the anvil (pin was pushed forward completely)? Surgeon thinks that it was pushed forward completely but has no specific memory of it. Did the surgeon squeeze the closing trigger until a click is heard (intermediate position)? Yes, surgeon confirmed that he closed and fired the device as he always does and nothing extraordinary was observed during either of the two steps. Was the tissue repositioned? No, since we are talking about almost skeletonized vessels then tissue repositioning was not necessary. Did the surgeon squeeze the closing trigger and the handle fully together until a second click is heard? Yes, surgeon confirmed that he closed and fired the device as he always does and nothing extraordinary was observed during either of the two steps. Did the surgeon fire the firing trigger completely, plastic to plastic? Based on the statement above, I would say yes. Cannot confirm with the surgeon at the moment. Since there was bleeding, is it possible that the patient's health history or anatomy contributed to the difficulties that were encountered? No, bleeding occurred only because the vessel was cut before surgeon checked the existence of the staple line. How much blood did the patient lost? Was a transfusion required? Max 500 ml, no info about the blood transfusion. What was the quality of tissue in the area where the device was fired? No abnormalities noted about the vessels. What were the patient's pre-op diagnosis, did he/she suffers from cancer, morbus crohn or colitis ulcerosa? Lung cancer. If applicable, does the patient have a history of receiving radiation or chemotherapy or a relevant history of surgical treatments? If so, what? No information. What is the age and sex of the patient? Elderly male. What is the current status of the patient? Patient recovered normally and has left the hospital.

Manufacturer narrative:
(B)(4). The analysis results showed that the device arrived in good visual condition and with a reload present. The reload was received fully fired and with 15 b-formed staples in the pockets. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.